Manufacturer narrative:
Explant date: if explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. Initial reporter: a contact name was not provided. Phone number: (B)(6). PMA 510(k): this report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. Device evaluation: the product testing was not performed as the complaint device was not returned for analysis; the intraocular lens remains implanted. The reported complaint cannot be verified. Manufacturing record review: manufacturing record review for this production order was evaluated and the devices were manufactured within specifications. The units were manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that after the implantation of an intraocular lens (iol), the surgeon observed a scratch mark on the optic. No visual acuity issue was identified. No patient injury was reported. No further information was provided.